Manufacturer narrative:
Age at time of event : 18 years or older . Device is a combination product. (B)(4). Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex (cx) artery to left main artery. A 6fr non-bsc guide catheter was advanced followed by a non-bsc guide wire. Pre-dilatation was performed with a 3.00mmx8mm balloon catheter. A 3.50 x 38 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. Subsequently, a 3.50mm x 16mm synergy¿ drug eluting stent was advanced but still failed to cross the lesion. The device was removed from the patient's body and it was then noticed by the physician that a stent was left in the left main artery. The physician then checked the 3.50 x 38 synergy¿ stent and it was noted that there was no stent on the delivery system. A number of balloons, guidewires and a snaring device were used to capture the dislodged stent. Two omega bare metal stents were then used to crush the dislodged stent into the wall of the left main artery and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was dislodged in the procedure and therefore was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies to note. The crimp temperature, crimp force and maximum stent profile were all within the specifications. The maximum stent profile was within the specification. The balloon body was reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the entire exposed balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified inner polymer extrusion bunching at approximately 205mm distal from the port weld. The port weld was stretched. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed and was moderately tortuous and severely calcified.